Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis confirmed and replicated the customer reported complaint. The usm was tested on in-house system and triggered an error 31226. The usm was also tested on the psc fixture test platform (pftp) and failed fiber. A golden parallelogram was installed and passed. The original was returned, and the errors came back.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing repeated recoverable faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed in the patient when the issue was first identified. The system functionality was checked upon powering up and it did initially power on without errors. The arm was stowed away to recover the fault. The procedure was completed robotically with all 3 arms. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to repeated fault error 40084. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device contributed to the customer reported issue. A site history review was performed and found related complaints under patient identifier (B)(4).